Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
Exact implant date is unknown, surgeon said he implanted 3-5 weeks prior. Patient had an I&d for infection, poly insert was removed to facilitate the I&d. New poly was inserted after I&d was completed. Implants and additional information not available due to hospital and surgeon policy.